Event description:
The plaintiff's attorney alleged that the decedent expired as a result of cardiac arrest, on or about (B)(6), 2011, after the use of the prod.

Manufacturer narrative:
This is one event for the same pt involving two separate products.